Event description:
It was reported on (B)(6) 2014 that the facility administrative assistant/materials coordinator advised the quick coupling (part# 532.013;lot # ma2049) will not release the drill bit. No additional information was provided. Update provided on (B)(6) 2014 by receipt of facility signed questionnaire. Facility reports the event occurred during an open reduction internal fixation on an unknown procedure. The procedure was delayed approximately 1 minute while another device was obtained. The surgeon completed the procedure using another device with no further problem, no harm to patient. No additional information was available. This report is for one device/instrument. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is 19-jan-2005. The source of the manufacture date is docusphere. (B)(4).

Manufacturer narrative:
The device is used for treatment, not a diagnosis. Additional information provided by facility on (B)(6) 2014; the new details deemed the MDR change from non-reportable to reportable status. The device is an instrument, not implanted/explanted. Initial details arrived (B)(6) 2013. An additional evaluation was conducted. The device condition was received as: normal wear. It concluded: the reporters complaint that the unit will not release drill bit could not be confirmed. The device was tested and the complaint wasn't duplicated. The subject device has been received an is currently in the evaluation process. Investigation is ongoing;no conclusion could be drawn. A review of the service and repair history records has been requested. Placeholder.